Event description:
While servicing the ventilator, the manufacturer's service technician reported the ventilator log history indicated there had been a past occurrence of a gas supplies lost: safety valve open alarm. There was no such event reported by the customer, and there was no reported patient harm or involvement. Loss of both gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. The service technician could not duplicate a loss of both gas supplies. Extended self testing and final applicable testing was completed and tests passed to operating specifications.